Event description:
Reference number (B)(4). Event occured in saudi arabia. It was reported that the patient faced infusion set leakage event on (B)(6) 2026.the leakage was at the site. The blood glucose level was 398 mg/dl and treated with manual injection.the infusion set was in use for three hours. No further information is available.